Event description:
Report rec'd from abbott international (abbott-japan) which states "the part which connects the tube to 1-way stopcock near safest ii, was broken during use on pt. The dr found the event soon and there is no harm on the pt". Add'l info rec'd states "the occurred spontaneously. The clinician pulled the blood into the safest ii reservoir for collecting blood via sampling port. The event of blood leakage was noticed when the blood was pushed back after collecting. There is no harm on the pt. They exchanged the a-line, not the whole set. The reporter cannot estimate the amount of blood loss in this case, but they think not too much blood loss. The blood loss was within the maximum capacity of safest ii. No intervention was required."

Event description:
Additional info received states "they noticed this as soon as they started using it. This occurred in surgery."